Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse pdrn) reported to fresenius technical support that a fluid leak occurred during treatment. The patient had fluid leaking all over the bed. The patient line is blocked message was received. The fill complication encountered message was received multiple times during fill 2 of 4 of treatment. The ok button was pressed by the message reoccurred. The pdrn stated they did not setup the cycler and the cycler set had already been disposed upon initial reporting. No adverse event, serious injury, or required medical intervention was reported. No additional information is available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse pdrn) reported to fresenius technical support that a fluid leak occurred during treatment. The patient had fluid leaking all over the bed. The patient line is blocked message was received. The fill complication encountered message was received multiple times during fill 2 of 4 of treatment. The ok button was pressed by the message reoccurred. The pdrn stated they did not setup the cycler and the cycler set had already been disposed upon initial reporting. No adverse event, serious injury, or required medical intervention was reported. No additional information is available.